Event description:
According to the complainant, after four minutes into a uterine ablation procedure, the patient moved her buttocks slightly upwards, which inadvertently caused the sheath to move behind the internal cervical os and a fluid loss alarm at a rate of 97 cc/min was generated. The physician reported she wiped up about 5 cc. Of fluid with a sponge stick around the cervix. The procedure was then canceled, allowing the saline to cool down and the machine to run to completion before removing the sheath. She then reinserted the hysteroscope and did a full visual exam of the area. She observed a burn to the posterior cervix with the full mucosal layer burned off but did not see any other areas affected at that time. She classified the burn as a 2nd degree. When visualizing the uterine lining, she stated it had not received a successful ablation and decided to continue the case with another kit, the case was completed. Silvadene cream was put on the cervical burn and the patient was sent home. The patient returned to the office 3 days later complaining of pain and discomfort in her vagina. The doctor examined her and found there to be an additional 1 cm wide x 4 cm long 1st degree burn extending from the cervix along the lateral wall of the vagina to the labia minor. The patient was given an unknown vaginal cream along with a lidocaine ointment to put on the burn. She was also given a prescription for ibuprofen and percusset as needed for pain. The physician saw the patient for follow up on (B)(6) 2012, and stated the burns appeared to healing slowly, but as expected. The patient was experiencing less pain but with some discomfort still evident.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.